Event description:
It was reported to medtronic neurosurgery that the physician believed the pt had a non-medtronic valve, which had been implanted for 12 years. Allegedly, the pt had been experiencing underdrainage symptoms despite two attempts to adjust the valve. According to the report, it was during the surgical procedure, it was discovered that the device was a strata valve. It was reported that the physician performed functionality testing and the valve during surgery and that the valve drained at that time. The report stated that the valve and peritoneal catheter were replaced at this time.

Manufacturer narrative:
The peritoneal catheter was patent; however, fluid was only able to exit the proximal-most flow hole due to proteinaceous debris occluding the lumen distal to this site. The catheter also met the requirements for leak testing. During the process of leak testing, a clot of proteinaceous debris was expelled from the tip of the catheter. The instructions for use that accompany the device caution that any component of the shunt system may become internally occluded due to tissue fragment, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the manufacturing records was not possible as no lot number was provided. All of our catheters are 100% tested at the time of manufacture.